Manufacturer narrative:
Summary of evaluation: this event was found to be an isolated incident and attributed to improper orientation of the inner package during the outer seal process.

Event description:
The inner and outer package lids stuck together, and the device fell on the floor. Another device was readily available. There was no adverse consequence for the pt or delay in surgery or anesthesia time.